Event description:
Same case as MDR ID# 2134265-2013-04459 and 2134265-2013-4896. It was reported that during a percutaneous coronary intervention procedure, the rotational atherectomy speed became unstable. A 1.75mm rotablator rotalink plus rotational atherectomy system was selected and advanced to treat the severely calcified lesion. During the procedure, it was noted that there was an abnormal sound, it was also further noted that the rotational speed of the burr was unstable. They replaced the device with another 1.75mm rotablator rotalink plus rotational atherectomy system but the same sound and unstable speed issues occurred. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).